Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise in two episodes due to the use of electrocautery during an unrelated procedure. A magnet was applied to deactivate therapies and during the procedure, the patient developed ventricular fibrillation which had to be terminated via an external shock. After the procedure was completed, the magnet was removed and a leakage on fault message occurred. This is usually related to the use of electrocautery as well. All other parameters of the ICD were normal. No changes were made and the ICD remains implanted and in service. No adverse patient effects were reported.